Event description:
Caller reported the tube is separated from the clip of the infusion set. Caller stated there is leakage due to the tube being separated from the connector. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.